Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; medtronic received the following information obtained from the journal article entitled; alfawaz et al, ann vasc surg 2021; 74: 237¿245. Https://doi.org/10.1016/j.avsg.2020.12.043. Age: mean age. Sex: mean gender. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted during the endovascular treatment of aaa on unknown dates. The following adverse events were reported: gutter endoleaks and inadequate seal. The cause of the adverse events are undetermined.